Event description:
During an electrophysiology study and left lateral accessory pathway ablation, it was noted that the valve on the swartz sl3 sheath had a fluid leak. Flushing was conducted with a syringe. The sheath was replaced and the procedure was completed with no adverse consequences for the patient.